Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she went to the hospital with high blood glucose over 300mg/dl. The caller stated that her holster broke off in half, and she did not receive her supplies yet. The customer sounds lethargic and was kind of stumbling with her words; she stated that she has not changed the infusion set in five days due to a shortness of supplies. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.